Event description:
It was reported to boston scientific corporation that six months after implantation of an uphold vaginal support system (procedure date unknown), the patient experienced dyspareunia. The patient's current condition, in addition to whether there was any medical intervention for the dyspareunia, is unknown. The patient is reportedly over 18 years of age. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.